Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified reading issue with the freestyle libre 2 sensor. The customer experienced a loss of consciousness due to his sugar dropping and was taken to the hospital where a reading of '33' was obtained on the healthcare meter. The customer received unspecified treatment and no additional details were provided. There was no report of death or permanent injury associated with this event.